Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation; therefore the investigation is inconclusive for the reported failure. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610 repair kit allegedly experienced a break. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.